Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle l implanted in (B)(6) 2017 and reportedly experienced the following: purulent discharge from posterior incision, mild cellulitis, perineal pain ¿ possible infection/ abscess, rectocele 1st degree, abdomen / pelvic pain, bloating, hypertonicity with myofascial tenderness, myofascial pain, myalgia and vaginal mesh exposure. Patient underwent robotic assisted revision sacral colpopexy with excision of posterior restorelle l mesh, placement of new restorelle l mesh, robotic repair of enterocele, vaginal repair of rectocele and perineorrhaphy in may 2018. Intraoperative findings included: 4th degree rectocele, mesh that had not incorporated into the posterior wall and scarring at cuff potentially to bowel. Pathology report: specimen consists of a pink-tan surgical mesh with adherent soft tissue measuring 2.2 x 2.0 x 0.3 cm. Post procedure the patient reportedly experienced vaginal bleeding, pelvic pain, abnormal vaginal discharge, abdominal pain, pelvic muscle wasting, muscle pain, recurrent prolapse, abnormal urinary analysis, pelvic pressure, high-tone pelvic floor dysfunction and cecal volvulus. Patient underwent open extended cecectomy with ileocolostomy and excision of restorelle l mesh under general anaesthesia in june 2023. Intraoperative findings: cecum base and terminal ileum was twisted around a tube of mesh which extended from the pelvic wall just below the bladder across the pelvic inlet to the sacral promontory. In (B)(6) 2023, the patient was admitted to hospital for abdominal pain, nausea and diarrhea. CT scan positive for free air. Started on IV antibiotics for peritonitis. Further hospital admissions for abdominal pain, vomiting and small bowel obstruction. Patient underwent sacrospinous ligament suspension, anterior repair, posterior repair and cystoscopy under general anesthesia in december 2024. Intraoperative findings: vaginal tissues were somewhat atrophic, and areas of mesh could be palpated. This report captures the first restorelle device implanted.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding diarrhea, nausea, and vomiting. There is no evidence of a direct causal relationship between restorelle and these adverse events. No further action or corrective action is required at this time.